Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient experienced occlusion issues because infusion set cannula was kinked. The patient resolved the issue by changing the soft cannula infusion set and resuming insulin. The patient noticed symptoms within 3 hours of insertion, with the site being in the abdomen. The patient regularly rotates site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.